Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the system controller's backup battery was replaced. One week later the system controller engaged a yellow wrench alarm while the patient was at home. The patient's system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench advisory alarm was confirmed via the downloaded log file. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days (B)(6) 2021, (B)(6) 2022 per time stamp). Events from (B)(6) 2022 took place during lab testing at abbott. Beginning on (B)(6) 2021 at 11:00:43, controller internal fault alarms were active and coincident with ebb test circuit faults. This alarms remained active until the system controller was powered off at 13:45:30. The driveline was disconnected for the system controller exchange on (B)(6) 2021 at 13:44:42. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported alarms were unable to be reproduced during testing. Additional provided communicated on 12jan2022 stated that yellow wrench advisory alarms occurred. The patients system controller was exchanged, and the alarms resolved. The patient is stable. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including yellow wrench advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.